Event description:
This event occured outside the USA, in slovakia. On (B)(6) 2024, an injector from slovakia notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 1ml of teosyal rha 3 in the marionette lines (0.4ml to the right side and 0.6ml to the left side in the marionette lines). After approximately 8 months, on (B)(6) 2023, multiple lumps appeared in the chin area of severe intensity, which grew in size and the area became swollen and reddish. The patient underwent a dental and dental-surgical examination, which ruled out a dental focus. Granuloma was histologically confirmed after surgery. The patient received as treatment : - on (B)(6) 2024, antibiotic (clindamycine (dalacin) and clarithromycine (klacid)). - on (B)(6) 2024, anti-inflammatory (aescin). - on (B)(6) 2024, antihistamines (cetirizin). On 08-jan-2024, the injector reported that symptoms were still progressing. The swelling spreaded to the cheeks. Hospitalization and administration of corticoids were considered. On 12-jan-2024, we were informed that the patient was followed by an infectious disease specialist and reported him having a cat scratch in the area of the lower lip in the period before (B)(6) 2023. Igm antibodies to bartonella bacteria were confirmed serologically, and seemed that it was a cat scratch disease. According to the injector, the definitive histological results will help confirming the relatedness with the filler injection. Despite several reminders, no further information could be retrieved at this stage. The patient situation, and symptoms' evolution are monitored.

Manufacturer narrative:
Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of teosyal products.